Manufacturer narrative:
Product performed to expectations, no failure detected. Unusual event, continue to monitor.

Event description:
During a four hour surgery (level two laminectomy), it was noted the pt had redness from the shoulder to the abdominal area.